Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician reported that it was an "aneurrysma spurium" treatment (distal afs). After the successful treatment with a viabahn stent, he tried to close the puncture side with 8f angio-seal device. After removing the arteriotomy locator and guidewire from the insertion sheath, the doctor tried to push the bypass tube and carrier tube into the insertion sheath. After approximately 3cm the carrier tube got stuck, he was not able to push it forward. Then he decided to pull back the hole system out of the artery and started manually compression. Manual compression was for 30 minutes. The procedural sheath used prior to the vcd device was a 7fr. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. There was no blood loss. After 30 minutes of manual compression, the patient was stable and moved in the cath lab. Cath lab report: additional information was received 28october2019: "clinical data: aneurysm spurium was on the left thigh. Aneurysm treatment stent peripheral from (B)(6) 2019. Finding: preliminary investigation from 27.09.2019: in local anesthesia under sterile conditions antegrade puncture of the left groin with needle, via mini-j wire insert of a 5f sheath. Angiogram of the left leg: fpa as far as it is shown. Known closure of the sfa. Well perfused femoro crural bypass without relevant stenosis. In the bypass at the level of the distal sfa from the CT known large aneurysm with persistent contrast agent depot. Regular representation of distal anastomosis on the tibial posterior artery, plantar vessels only low perfundation over collaterals. Low retrograde contrasting of the distal fibular artery over collateral, lower leg vessels otherwise closed. Gift of 5000 i.e. Heparin i.a. Changing to a 7-french sheath. Using 4 french vertebralis glidekath and terumo stiff wire entering the bypass to distal of the aneurysm. Release of a balloon expandable stent graft (viabahn vpx 7/59) inside the aneurysm. In control complete elimination of the bypass aneurysm with improved perfusion distal significantly stronger contrasting of the pta and now sharply delimiting closure at the transition pta / arteria plantaris, plantar vessels by collaterals perfused. Retrograde also significantly stronger contrasting of the distal fibular artery, overall increased vessel drawing at the foot. Ata remains completely closed. Vessel closure was with a 8 french angio-seal, the malfunction was before triggering of the angio-seal, manual compression of the puncture side and pressure bandage was used. Epicortical assessment: successful stent graft supply of a bypass aneurysms at the distal sfa at femoro crural bypass to the pta. Pta is distally perfused, then short-stretched closure at the transition to the plantar vessels. Under the aneurysm treatment significantly improved perfusion of the foot."

Manufacturer narrative:
One 8fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned partially mated with the carrier tube assembly. Visual inspection revealed that the carrier tube assembly was found to be partially inserted into the sheath. The deployment sleeve was in the forward position and the colored bands were not exposed. The bypass tube was not mated with the hub and was displaced proximal to its intended position. There was a kink noted near the hub of the device cap. No other visual anomalies were noted. The carrier tube assembly was removed from the sheath and examined for any anomalies which may have led to the difficulty inserting the carrier tube assembly into the sheath. The outer diameter of the carrier tube assembly measured 0.1020" which was within the specification of 0.102." All measurements were found to be within the manufacture specifications. For functional testing, the bypass tube was reinstalled over the collagen and anchor and reinserted into the hemostasis sheath. The carrier tube was able to travel completely through the sheath and the anchor exited the tip as intended. A slight resistance was experienced due to the presence of kink on the carrier tube. The device was then pulled to rear lock position and the anchor posted against the tip of the sheath. Then a pulling force was applied and the suture unwound as intended and the anchor, collagen and tamper tube were released. No anomalies were noted during functional testing. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.